Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® glass cpt molecular diagnostics tubes cracked in the centrifuge during use. No reports of bodily fluid exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, no issues in the glass tube were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, there were no issues observed that might indicate signs of breakage. All samples met the required specifications. Root cause description : based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. However, further investigation is being conducted with regards to glass breakage. Bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.